Event description:
It was reported the pt experienced left femoral neck fracture, and underwent gamma 3 nail placement in 2005. The pt complained of a pain at the hip region at the end of oct. The surgeon found migration of the lag screw, and performed retrieve surgery.

Manufacturer narrative:
Evaluation manufacturing faults were not found referring to the results of examinaiton it is suggested that the lag screw was not locked as intended by the set screw to prvent rotation as well as medial migration of the lag screw. The set screw was most likely not engaged as deep in the groove of the lag screw as it directed by the op manual. Corrective action is not necessary because the cause of the event was classified as not device related with respect to the aspects discussed we regard to this case as user related.